Event description:
It was reported by the physician that at a follow up appointment on (B)(6) 2012, the patient's generator was interrogated at unintended settings. The settings provided by the physician were indicative of a faulted diagnostic test. Additional information was later received indicating that the patient had been at incorrect settings for approximately 4 months. The physician admitted that he did not notice the patient's settings had changed; however she indicated that the patient had been doing well and that the patient's depression had improved. The physician felt that the 60 minute off time was better for the patient and decided to leave the patient at those settings. Programming history was received and reviewed. On (B)(6) 2011, the patient's device was interrogated and diagnostics were performed. The device was not re-interrogated, which resulted in the patient leaving at un-intended settings. On (B)(6) 2012, the patient was re-interrogated and found to be at the faulted settings as reported by the physician.

Manufacturer narrative:
Analysis of programming history.